Event description:
The core micro drill was sent in for evaluation because it was running in safe mode during a procedure. A spare device was used to complete the procedure without any delay. No adverse event was associated with the device.

Manufacturer narrative:
Signs of third party repair was noted.